Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was microscopically inspected and leak tested. Under microscope observation, wear was identified at a fold in the reservoir shell. The reservoir passed the leakage test. The pump was visually inspected, leak tested and functionally tested. The pump passed both the visual and leakage tests, as no damage or abnormalities were found. However, the pump did not pass the activation test. Based on the available test results and investigation, product analysis was able to confirm that the pump did not pass the activation test. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the cylinder, as it could not be filled with fluid. A surgical procedure was performed to replace the device. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the cylinder, as it could not be filled with fluid. A surgical procedure was performed to replace the device. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).